Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's son reported that when the patient was resting, the pacemaker sped up a little to rates in the 80-90 beats per minute. At the office visit the next day, the patient reported having palpitations and an elevated/rapid pacing rate at rest. The patient was provided a new medication. The device remains in use. No further patient complications have been reported as a result of this event.